Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the packaging was damaged / defective. The following information was provided by the initial reporter: material #309628. Lot #4249137. Verbatim: rcc received a complaint via email. Email(s) attached. We've received a customer complaint for syringe item 309628 lot number 4249137 from xxx and have been asked to raise it to your team to help investigate. The customer experienced a failure during their ship test due to breach of the syringe¿s tyvek pouch sterility barrier. Xxx is still investigating and trying to narrow down the root cause and has asked for bd to help advise if this item has had any record of complaints related to packaging and/or sterility.

Manufacturer narrative:
(B)(4) - supplemental MDR - package damaged / defective / other. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.